Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy/roux-en-y, the surgeon tried to open the jaws after completion of seal and cut, but the jaws did not open. Therefore, the surgeon released the device from the tissue by ligating resection. When the device was released, tissue was stuck inside the jaws. The seal did not work well before the above event, regrasp alarm was generated and oozing bleeding occurred, so they replaced the device with a new one.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The jaws require more frequent cleaning. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The knife cut was tested on a silicone test strip with acceptable results. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use(IFU) states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.